Manufacturer narrative:
The reported incident that the connection part of the ¿depth gauge variax foot/elbow, screws ø2.7/3.5x70mm, black¿ was detached during the procedure (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the body of the depth gauge is intact, but the hook is broken / detached from the plunger. The yellow identification ring around the surface of the body is faded, most likely due to the usage of the device, while the tip of the body has slightly deformed edges. The surface of the plunger is in a good condition, and only the hook is detached. The hook is slightly bent and its surface is scratched. The weld, where the hook is connected with the plunger, is broken. This breakage of the weld indicates the application of high forces during usage. The device was reported to be part of a loaner kit. This means that the device has experienced a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. It was also reported that the device broke during the surgical procedure, but it has been inspected before being send to the customer, and it was functional. Most likely during usage, the depth gauge experienced an unauthorized handling or even excessive force which led to the reported breakage. This evident if we consider that the hook was received for inspection slightly bent. Apparently too much force was applied during use. Careful treatment of the device is recommended in the IFU in order to avoid these situations. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.'' If the depth gauge has not been used carefully and under appropriate cleaning/transport conditions all this time, it is quite possible that its design could have been negatively affected ¿ which is definitely a deviation from the specifications. Therefore, please keep in mind that the instructions for proper use of the devices should be followed at all times. Based on investigation, the root cause was attributed to a user related issue. Most likely during usage, the device experienced high mechanical forces, and broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. In terms of good will, a credit note will be provided.

Event description:
Detached the connection part of gauge during procedure. So difficult to measure, but continuing the device and complete the procedure.